Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. H10 related report numbers: 1038671-2025-00096, 1038671-2025-02141, 1038671-2025-00099, 1038671-2025-02150.

Event description:
It was reported via legal documentation that approximately 80 months after a left total shoulder replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, discomfort, inflammation, impaired range of motion, component part loosening, soft tissue damage and bone loss. No further issues or complications were reported. No additional information is available.